Manufacturer narrative:
The investigation of the reported issue was completed. The system installation was performed in 2011; the failure occurred following 9 years of operation. Upon investigation the involved customer service engineer (cse) checked the system and located an issue in the oscillating reference voltage on the printed wiring board d600. The d600 is stored on the printed wiring board d601. The cse returned the parts to the manufacturer for detailed investigation. Following the part replacement, the system recovered, and the system worked as intended. The returned part was examined in detail and showed an invalid current in regard to the reference voltage oscillating during operation. Both pwbs (d600 and d601) were exchanged and the system works as intended. Thus, a hardware issue could be determined as the relevant root cause.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.